Event description:
A customer stated that the display of the glucometer dex meter is not working. The customer reportedly changed batteries and the display still does not work. There is no evidence of physical abuse. A request was made to return the system for evaluation. In the meantime a replacement unit is being provided.